Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the manufacturer representative via the healthcare provider (hcp) that the patient felt a popping sensation in their right chest area, followed by a burning sensation. The patient said there was swelling along the wiring. The factor that led to or contributed to the issue was a twisting motion when the patient turned to pick up their grandchild. The patient turned off the stimulation and was scheduled to be seen in the clinic, where a device interrogation and impedance test will be performed. The issue was not resolved at the time of this report.

Event description:
The cause of the popping/burning sensation is undetermined. The patient has not been seen in clinic yet. Rep will follow up with more information once they have it.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.